Event description:
The lay user/patient called lifescan (lfs) on 10/6/05 and alleged that his meter was missing segments. He received the notification letter regarding the missing segments. The patient did not allege any harm or injury. He reported that the last digit on the right was missing. No medical intervention was reported. While troubleshooting with the fls customer services agent, a control solution test was performed. The result was "13-". The control solution range was (95-143). A replacement meter has been sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.